Event description:
Ordered "kn95" masks off of (B)(6) and they are fake, I told (B)(6) and they refuse to do anything. Product is clearly advertised as a kn95 nowhere close to as effective. FDA safety report ID# (B)(4).